Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during an unknown procedure. The procedure was aborted, and re-arranged after the system was fixed. It was reported to philips that system cannot emit x rays, customer noticed oil leakage. Upon troubleshooting, the philips field service engineer (fse) checked the system and found cooling unit oil leakage, which was repaired by third party before and excessive oil filled. To resolve the issue, fse fastened the colling unit. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that x-ray tube oil was heavily leakage, and the system could not be exposed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.